Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported depressed battery pins, which was confirmed through observation. Evaluation found back flex battery contact pins fully depressed, caused by a failed back flex.. The failed rear case, including the back flex, was replaced.

Event description:
It was reported that the battery pins of a spectrum pump were depressed, preventing the battery from making contact. It was also reported there was no patient injury.